Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. Approximately eight years and one month later, the patient was diagnosed with pulmonary embolism post implant and there was thrombus above the filter. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, computerized tomography (CT) revealed that inferior vena cava filter to be in adequate position with apparent penetration of multiple filter limbs with no extension to adjacent organs. No thrombus identified. Approximately eight years and one month later, computerized tomography (CT) showed that acute segmental pulmonary embolism in the visualized portions of the right lower lobe. Extensive thrombus identified extending superiorly to just above the tip of the inferior vena cava filter into the bilateral common iliac veins. Thrombus continues to extend inferiorly into the left internal and external iliac veins down into the femoral vein and into the popliteal vein. Therefore the investigation is inconclusive for the alleged failure as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pulmonary embolism post deployment. However, the relationship to the filter is unknown.the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. Approximately eight years one month later the patient was diagnosed with pulmonary embolism post implant and there was thrombus above the filter. However, the current status of the patient is unknown.